Event description:
It was reported that the customer had a no delivery during basal on the insulin pump. The customer's blood glucose level was 460 mg/dl. The customer reported that they already changed set. The customer was advised that we will replaced all 10 sets. The customer was advised next time she should report it immediately when problem occur.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.